Event description:
The pump was returned for investigation. Investigation revealed that the pump display lens peeled off. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that part of the display lens has peeled off. The pump powers on with display functioning properly. The lens damage does not obscure view of the display screen. (B)(6).